Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip was revised 8 years post-op. Patient has been unhappy with it for the last couple years, so was revised for stem loosening. During revision the stem was grossly loose and came out by hand. He found there was a coating on the stem when removed (query ceramic debris, mechanical loosening). Did the patient experience a post-op device malfunction? - yes, if yes, please describe. - loosening of stem, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --no, did the patient require revision surgery or hardware removal? --yes, was device explanted? -- true, hardware/explant removal due to: - loose stem, did patient require revision surgery? -- true, reason for revision surgery. --> loose stem, patient status/ outcome / consequences --no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: -- no, is the patient part of a clinical study --no, ip-01198439 device property of --other, device in possession of --myself, ip-01198440 device property of --other, device in possession of --myself, ip-01198441 device property of -->other, device in possession of --myself, ip-01198442 device property of --other, device in possession of --myself by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.-- true.

Manufacturer narrative:
Product complaint # ==(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device found nothing outward that would suggest product error. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Corrected: h3.